Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the agiltrac balloon ruptured at 5 amp and was removed as one unit. The .035 guide wire was removed and a .014 guide wire was used and the physician used an atherectomy device because the vessel was heavily calcified. Following the artherectomy procedure with a fox hollow artherectomy device, vessel was found to be occulated and there was no flow. The patient was sent to surgery. The medical opinion was the surgical intervention was due to artherectomy device causing the vessel occlusion not the agiltrac balloon rupture. The lesion was in the common femoral artery. The vessel was eccentric, had no tortuosity and had heavy calcification. There was no patient effect or injury with the agiltrac. No additional information was available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the agiltrac catheter was returned with dried blood inside the balloon and in the sidearm. There was no visible contrast. There was a 22.0mm longitudinal rupture on the balloon from the distal shoulder to the proximal shoulder. There was no other damage noted to the catheter. The catheter was sent to sem (scanning electron microscopy) for further analysis. Quality engineering reviewed the incident information and the analysis of the returned device. The balloon rupture tests performed on four finished goods samples from the associated lot all passed with results exceeding the minimum requirements. Based on the lhr review, there is no indication that the device failed to meet its specifications. The sem analysis indicated that the rupture may be attributed to material or processing and there was no evidence of severe mechanical damage associated with the failure. Based on the samples tested at the final finished goods inspection (four devices destructively tested for balloon rupture) and the results exceeding the minimum requirements, the lot passed. Also, there have been no other agiltrac incidents reported to date with the same lot number as in this case. Quality engineering was unable to determine a conclusive root cause. The most probable root cause may be related to the patient's anatomy (heavy calcification where an artherectomy was performed after the ruptured balloon was removed), and may be operational context related. The conditions under which the device was subjected to may have contributed to the event. A lhr (lot history record) review was performed on the associated part and lot number combination and no nmrs (non-conformance report) were noted. Corrective action may be taken based on trend results. This MDR is considered closed by the quality assurance department.